Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consume (con) via manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that the patient's personal therapy manager (ptm) was getting stuck at 90% when trying to bolus and requested steps to clear data from the handset. The agent reviewed how to clear data; actions taken on the call resolved the reported issue.